Event description:
Following is the exact verbiage we received from the reporting clinician. Verbiage between <> was added for clarification purposes. On (B)(6) 2005, we received the following verbiage: "I would like to report an incident with a suspected connection of a blood clot in a pt's leg shortly after using the atm2. The pt was taken to emergency room and hospitalized for 10 days. The pt was one week after a long haul flight." On (B)(6) 2005 after requesting full details of the incident, we received the following verbiage: "the pt is a female born in (B)(6). She came to me with an episode of very severe left low back and leg pain on (B)(6) 2005 <(B)(6) 2005>. She left the clinic feeling significantly better after being treated solely with the atm2 with belts placed around her spine, pelvis and thighs according to the backproject atm2 treatment protocol. The next day, she was admitted into hospital due to a blood clot in her left leg. One week earlier, she was on a long haul flight to (B)(6)." The above info is all the info we have received regarding this incident. The reporting clinician refuses to answer our specific requests for more info. Based on all this, we believe that this incident is not related to the atm2 treatment.

Manufacturer narrative:
This despite several requests we have made to the reporting clinician for specific detailed info on (B)(6) 2005. The info we originally received is very limited and is obviously not enough for us to conclude that there was any correlation between the pt's injury and the atm2 system. The last time the pt was treated with the atm2 was a "day" prior to her injury, which actually caused her to be "significantly better", according to the reporting clinician. The atm2 warning and operating manual specifically warns clinicians from using this system for pts that have being diagnosed with heart disease, stroke, high blood pressure, cns disorders, systemic diseases, or any other significant health disorder. If the pt did have any of the above conditions which would have put her at a high risk for blood clots then we would conclude that the system was not used according to its documented intended use. If the pt had none of the conditions described above, then there is still not enough info for us to correlate the atm2 treatment with a blood clot that occurred as long as approx 24 hours later. Today is four weeks since the reporting clinician initially notified us of a problem and has yet to provide us with any further info. As of now, based on all the info we currently have, we have concluded that there is no correlation between the reported injury and the atm2 device and there is no immediate action that we can even think of that may be needed. We will continue to investigate this issue as soon as we get more info and will report any new or different conclusion we may come up with. (B)(6).